Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the cockpit display failed during operation. The ventilation unit continued to ventilate, and the ventilation parameters were visible on the secondary display. No patient injury was reported.

Event description:
It was reported that the cockpit display failed during operation. The ventilation unit continued to ventilate, and the ventilation parameters were visible on the secondary display. No patient injury was reported.

Manufacturer narrative:
The investigation was conducted based on the available information. Based on this, a permanent malfunction of the cockpit was identified. Replacing the hard drive repaired the device, and it successfully passed all tests after the replacement. Due to the faulty hard drive, the logbook was unavailable, and a more detailed analysis of the event sequence was not possible. The system safety software analyzes and verifies the proper functioning of the device. If the security software detects a deviation regarding the infinity c500 cockpit, a warm restart is initiated to reset the microprocessing system to a specific state. A cockpit warm restart sequence can take up to 45 seconds. Ventilation is not affected by a cockpit restart and continues as configured. Safety-relevant parameters such as fio2, minute volume, and airway pressure are displayed on the additional yellow/green oled display, which allows the user to monitor the ongoing ventilation. Monitoring functions and the cockpit's user interface are unavailable during the restart. Upon successful completion of the warm restart, the system sends the alarm message "cockpit restarted" along with an audible alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.